Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following shock delivery. The s-ICD was programmed off, the patient was connected to an external defibrillator and the patient was transferred to another hospital. Review of stored device data at the new facility noted a previous untreated episode that contained oversensing of noise that appeared similar to the shock therapy episodes. Further evaluation and discussion with the patient found that the patient had been using a transcutaneous electrical nerve stimulation (tens) unit at the time of the stored episodes. The physician advised the patient to discontinue use of the tens unit moving forward. Device therapy was programmed back on, and the patient was discharged to a previous hospital where they are an inpatient for non-device related reasons. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.